Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation was not confirmed as analysis found no issue. A wire was placed through the lead, front loading and back loading, without issue. The lead passed continuity test indicating conductors were intact. It was noted that there was dried blood in the lumens normal for left ventricular (lv) leads. The lead also passed the wire insertion test. Visual inspection revealed no abnormalities. The lead and tip appear intact and undamaged.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the physician was having difficulty passing the wire through the lead. The lead was never in service. No adverse patient effects reported.